Event description:
Senseonics was made aware of a hypoglycemia event due to alleged sensor inaccuracies. The reported blood glucose (bg) was 62 mg/dl where as sensor glucose (sg) was 120 mg/dl. User complained of not receiving low glucose alerts because sg value did not cross the low alert threshold that was set at 80 mg/dl. User was symptomatic (shaky hands). However, user did not require any medical attention, and was able to self treat by drinking fruit juice to stabilize blood glucose level.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The initial investigation was performed on the user's data available on data management system (dms). Based on the analysis, the system demonstrated the inherent lag in the interstitial fluid sensing technology where the sensor glucose does catch up to the calibration (capillary) glucose entries within 1-4 sensor readings. In this case, the sensor readings did catch up to the calibration entry and thus mitigating the issue by asserting the hypo alert (later). Following the event, the sensor performance degraded. As a result, a return material authorization (RMA) was authorized for sensor replacement. The sensor was requested to be returned for further evaluation. However, the product was never received. As a result, no further investigation was possible for this complaint and the root cause for decline in sensor performance could not be established.